Event description:
Complainant alleged that while attempting to treat a patient (age & gender unk), the device charged up energy two times and then prompted a "no shock advised" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.